Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed the hard disk storage was full. A review of the system logfiles found that no ippc image was present and image disk was full. Upon troubleshooting actions, the fse reformatted and recreated the image disk. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.